Manufacturer narrative:
Image review. Aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Conclusion: the results of this investigation are inconclusive because medical records and images were not provided. The cause of the residual shunting/percutaneous retrieval remains unknown.

Manufacturer narrative:
The amplatzer duct occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 7f torque loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Additional information such as images were requested; when further information becomes available, an updated report will be submitted.

Event description:
According to the initial information received, a 9mm amplatzer duct occluder (pda) was implanted (released) in this (B)(6) patient; after an hour, residual shunting still had not decreased so the device was percutaneously retrieved. The patient was referred for surgery to close the defect.